Event description:
Boston scientific received information that the right atrial (ra) lead and implantable cardioverter defibrillator (ICD) exhibited low out of range pacing impedance measurements below 200 ohms. A revision procedure was performed where the ra lead was explanted and the ICD remains in service. No x-ray or fluoroscopy image was taken and the lead was not tested with a pacing system analyzer (psa) at explant. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.